Event description:
It was reported that the customer's serter was not working correctly. The sensor needle housing and needle got suck in serter and was unable to remove it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.